Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, the following findings were noted : e226 / e227 error (scope communication error), image is not displayed and cannot be restored (with error code). E216 (scope communication error) occurs due to damage to the image pickup unit (image sensor). E216 (scope communication error) occurs due to dirt on the electrical contacts of the video connector. The curved rubber adhesive is missing. The angle fixing part of the operation part is loose. There are scratches on the operation part , grip, sw1 , sw2 (switch #1 and 2 ), scope connector , light guide connector , light guide cover glass, video connector due to external factors. Video connector cracked. The label on the video connector peeled off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent repair request reported with an issue of error e226/e227 (scope communication error with the device), image is not displayed and cannot be restored (with error code). The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that adhered to an electrical contact of the scope connector or system side which then presumably caused temporary contact failure. It is recommended that the user facility maintain a pre-use check of the device. Olympus will continue to monitor field performance for this device.